Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connector pins were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No pt or user injury was reported.